Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient stated the implanted neurostimulator (ins) is depleted for the right hand side of his body. They would like a neurosurgeon to install the battery pack and the brain implant at the same time. The patient was shaking due to the ins being depleted. Additional information received from the consumer reported the battery experienced premature depletion. The circumstances that led to the depletion was unknown. The patient mentioned that had another lead inserted on the opposite side of the brain as the device had been a great help.